Event description:
It was stated that the broken battery compartment was observed during the preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: cadd solis pca pump sn:(B)(6) was received from the customer stating that the device was for repair. Visual test was performed - found damaged battery compartment, missing battery door. Functional test couldn't be fully performed, due to a custom security code - found that the pump records error code 46446, which points to a faulty pwa. Pump was tested for flow accuracy and failed. Ehl was downloaded and inspected - found higher density of "high alarm displayed: downstream occlusion" reports, which point to a faulty dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Root cause could not be determined. Repair summary: pwa, battery compartment, battery door, dso seal, dso bezel, dso sensor replacement, expulsor trim.